Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's stimulator has turned off a total of three times probably due to lack of battery life. The first time it happened was around three months after the implant date. Hcp was able to walk the patient through turning the therapy back on over the phone. The second time they had to help the patient in person because it was harder for the patient to understand the electronic side. The caller had to reinstall the whole thing and scan the serial number when it happened last week. Last week they drove to the patient home to be in person. They finally got it to work and turned the therapy back on for the patient. The caller is afraid it will happen when they aren't around. The patient was recommended by their hcp to go in and check the battery status in the therapy application and make sure everything was on about every two days. Patient went in today and my battery was at 60%. Review ed with the caller not to let the battery get below 25% and to charge sooner until they gets a better handle on how fast the battery is depleting. Reviewed with caller when patient is done with handset to exit out of the application and leave the communicator on and allow it to go into sleep mode. Caller said the patient usually powers both handset and communicator off after use.